Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure. (Patient age and weight unknown). According to the complainant, doctor knew during case about the leaking and advised patient about this patient wanted to continue, and the patient received a small first-degree vaginal burn. The burn was treated with silvadene cream and a full recovery occurred. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.